Event description:
A malfunction occurred with the pump in sweden, and there were no notable events prior to the issue. The impact on the customer¿s blood glucose level was not reported, as the customer declined to answer. Technical support instructed the customer on how to store the pump for transport and confirmed the shipping address for the replacement pump while advising the return of the problematic pump within 10 days. The pump was replaced as it was within warranty, though the customer did not share information regarding backup therapy for insulin delivery.